Event description:
It was reported that the conventional syringe experienced stopper deformation. The following information was provided by the customer: material no. 309657, batch no. 8163827. It was reported the black rubber piece on the plunger was not placed on the syringe properly. 1. Description of issue: customer the black rubber piece on the plunger was not placed on the syringe properly. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1. 4. Item number: 3 ml syringe 309657. 5. Product lot number: 8163827 . 6. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. Examples: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer was able to use another syringe and needle to load cartridge successfully. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that the conventional syringe experienced stopper deformation. The following information was provided by the customer: material no. 309657, batch no. 8163827. It was reported the black rubber piece on the plunger was not placed on the syringe properly. 1. Description of issue: customer the black rubber piece on the plunger was not placed on the syringe properly. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1. 4. Item number: 3 ml syringe 309657. 5. Product lot number: 8163827 . 6. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. Examples: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer was able to use another syringe and needle to load cartridge successfully. 10. Note: product category = needle/syringe issue. H.6. Investigation summary: one sample received for investigation. Badly assembled stopper is observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Root cause is due to poor alignment of plunger with stopper. Based on the number of defects reported by the client, it is determined that for the defect reported, all are within the acceptance criteria therefore, no corrective actions at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the conventional syringe experienced stopper deformation. The following information was provided by the customer: material no. 309657 batch no. 8163827. It was reported the black rubber piece on the plunger was not placed on the syringe properly. Description of issue: customer the black rubber piece on the plunger was not placed on the syringe properly. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8163827. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: examples: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer was able to use another syringe and needle to load cartridge successfully. Note: product category = needle/syringe issue.